Event description:
It was reported that the patient right hip was revised for instability. The stem, head and bipolar shell were removed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 44 bipolar shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.